Manufacturer narrative:
D10. Concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot p4c0813); sigphandle, sig power sigphandle handle; sigpshell, sig power sigpshell control shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot assisted pancreaticoduodenectomy (whipple) procedure, after checking the opening and closing of the device and before firing up, the jaws does not open at all in the cavity. To resolve the issue, a new reload was used. There was no patient injury.